Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 500 mg/dl with nausea. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued the pump. During troubleshooting, it was noted that the basal history did not match the active basal program. A cause for the variation could not be identified. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a basal history discrepancy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/03/2017 with the following findings: a review of the black box showed an occlusion alarm with high force occurred at 20:01 on (B)(6) 2017 followed by a ¿no cartridge detected¿ warning at 20:24; deliveries resumed at 20:30. A ¿replace cartridge¿ alarm was recorded at 15:18 on (B)(6) 2017 and deliveries resumed at 15:39. Another occlusion alarm with high force was recorded at 05:57 on (B)(6) 2017 and deliveries resumed at 06:03. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 2.0 unit per hour basal rate; at the end of testing, the basal history and total daily dose history were found to be recorded properly. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no defects were found to the force sensor circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.